Event description:
Dealer stated that the t4 wheelchair was shipped to the consumer with a bent crossbrace. .

Manufacturer narrative:
(B)(4) has been initiated for this issue. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.